Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she went to remove a tampon and did not see a string so she thought the tampon was out. She inserted another tampon and experienced a vaginal odor. The odor continued so she went to her doctor where a medical device was used to remove the tampon that had been left inside. Consumer stated she was okay now.